Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was an arteriotomy closure using a starclose se device after an interventional percutaneous transluminal angioplasty procedure with a small-bore sheath. Reportedly, the starclose was completely open at the back and did not deploy. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The reported failure to deploy was observed as a mechanical jam with the thumb advancer. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on the returned device condition, it is possible there may have been resistance encountered related to device angle change during thumb advancer/slider stroke step #3 such that contributed to the reported "did not deploy". The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: model # lot #, UDI # updated. H6 correction: medical device problem code 3190 removed.